Manufacturer narrative:
Company representative installed a loaner while the unit is being returned to the company's repair center for repair.

Event description:
Customer reported the panorama central station's display was non-functional, which may have affected telemetry monitoring. No patient injury was reported.